Manufacturer narrative:
The reporter¿s contact, occupation and health profession are unknown at this time. The camera head was not returned for evaluation as the customer is pending a loaner for use. The cause of the reported event cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that during a laparoscopy procedure, a sudden loss of image occurred. The intended procedure was completed with no delay. There was no patient injury.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The suspect device has been returned to olympus for evaluation. The olympus service center confirmed the customer's event due to a faulty cable. It was also noted the cable of the camera head didn't have water tightness, blurry images and the lock mechanism on the coupler is broken. The faulty parts were replaced. The device was inspected and passed olympus functional standards. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed the image did not display due to a faulty cable unit. It is likely the cause may be attributed to water ingress possibly because the cable of the camera head is not watertight. The specific root cause of the faulty cable unit could not be determined at this time. The following information is stated in the instructions for use which may have prevented the event: "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.